Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por) while being interrogated. The crt-d remains in use and the patient will send a remote transmission. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.